Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 that appeared on the homechoice (hc) unit during dwell 3 of 4. The home patient (hp) stated that the supply bag fell and disconnected. The technical service representative (tsr) had the hp cycle power to clear the error. The hp elected to use manual supplies to complete therapy. Proper procedures per the user manual were reviewed with the caller. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable after a supply bag fell and disconnected. The lot information was unknown; therefore a batch review was not performed. Baxter has received similar reports. The root cause investigation is in progress through (B)(4).